Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 09/29/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device stopped sealing effectively during a procedure. After a full seal cycle was performed, some oozing would occur from the tissue. Another device of the same type was used to complete the procedure.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on simulated tissue and porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records could not be performed, because a lot number was not available. The instructions for use included with this product lists recommendations for sealing with the device.